Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip was deployed but the handle got stuck and the device would not detach from the patient. The tech fixed the spring with pliers and was able to detach wire from the clip and the procedure was completed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach. Block g3: medwatch # mw5116628.